Event description:
It was reported, the videoscope had blurry image. The issue occurred, during reprocessing. The facility finished the procedure with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the reported event. Though olympus consider the result that the suggested event occurred by magnification malfunction caused image blurring due to the objective lens charged coupled device glass was scratched. However, olympus could not specify the cause of the event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.